Event description:
During an infusion of tpn containing potassium, magnesium and calcium, nurse noted that the pt's blood pressure was decreasing. She had the pt's blood checked and the results indicated that the level of magnesium was elevated. The potassium and calcium levels were normal. Hospital stated the pharmacy mixed the tpn incorrectly. There was no medical intervention required.